Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation and a lack of tremor control. The physician assessed that the lead was not placed in the proper location of the brain at the time of implantation. The patient underwent a revision procedure where the lead was replaced. The patient was doing well postoperatively. The explanted lead was retained by the medical facility and was not returned.